Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, prime test and excessive no delivery alarm test. The I insulin pump alarmed during testing due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for a motor error. The blood glucose reading was 174 mg/dl. The insulin pump had not been dropped or exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.